Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on october 10, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration subsequent to sustaining a head trauma. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report october 10, 2017.